Event description:
Alleged a patient was in the bed when the left foot caster tube collapsed. The patient was not injured. He was not sure if the weld broke or not.

Manufacturer narrative:
A new base frame was sent to the facility to repair the bed.